Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed the device had been serviced within the last 12 months. The evaluation serviced the device for the same allegation. Evaluation determined the cause to be failing rear case assembly which may cause pump to shut down without user input. The rear case was replaced. All required service actions were completed in the last service cycle. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'turns off by self' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages and reproduced during service. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off by itself. There was no patient involvement. No additional information is available.